Manufacturer narrative:
It was reported that the event of high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead were normal.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.